Event description:
It was reported that prior to use with bd saf-t-intima¿ closed IV catheter system a hair was discovered in needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the inpatient nurse in the department of internal medicine found a hair about 5 cm long in a well-packed indwelling needle before performing venipuncture on the patient, and replaced the indwelling needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd saf-t-intima¿ closed IV catheter system a hair was discovered in needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the inpatient nurse in the department of internal medicine found a hair about 5 cm long in a well-packed indwelling needle before performing venipuncture on the patient, and replaced the indwelling needle.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 3052817. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.